Manufacturer narrative:
Product analysis: it was found that the programmer's cursor and stylus were misaligned on the display. The connection between the display overlay and printed circuit board (pcb) was re-seated and the stylus was calibrated. The circuit boards and mechanical parts were inspected, and damaged/worn out parts were replaced. The hard drive was reconfigured, the software reloaded and updated and the device passed all final functional and systems tests. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned without any accompanying information and subsequently tested out of specification. There was no patient involvement.